Event description:
Pt had a sigmoid colon resection for cancer. On post-op day 5, an x-ray was done showing a leak in the abdomen. Free air was noted. Pt was returned to surgery for an exploratory laparotomy, partial colon resection with colostomy and feeding tube placement. At the second surgery, anastomosis was leaking due to staple failure. Photos and staples were given to law dept. In post-op period, pt is on a ventilator in critical condition from sepsis, and has a wound vac dressing in place. Pt remains hospitalized currently.